Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use of an unspecified quantity of blood sets, air in line alarms were triggered on novum pumps. There was no report of observed air. This was observed during an unspecified process step on the ICU unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.